Event description:
Customer reported experiencing occlusion alarms. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on how to troubleshoot, and it was determined that the occlusion was caused by a blockage in the cartridge. The customer resolved the issue by changing supplies and resuming insulin therapy.